Event description:
It was reported that the ventilator generated alarms for low expiratory minute volume. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. Inspiratory and expiatory channel inspected and the machine passes without failure. The received logs revealed several alarms dated (B)(6) 2021, expiratory minute volume low, peep low and high airway pressure. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The ventilator passed pre-use check three days before and after the date of event. The alarms generated indicates that a leakage situation occurred. The root cause for the reported problem could not be determined due to that the original used patient circuit not being available.